Event description:
It was reported that the weld on the strike plate broke while broaching.there is no additional information available at this time.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One offset flex clamp broach hndl item# 31-555408 lot# 087700 was returned and evaluated. Upon visual inspection the device had fractured at the strike plate weld location. There are indentations to the handle near the fracture location along with to the top and bottom of the strike plate. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.